Event description:
While treating a pt, the device did not advise shock for what clinicians believed was a shockable rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.